Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unlock icon on the pump touch screen was "incorrect." Customer's blood glucose was 72 mg/dl. The customer declined further troubleshooting with tandem technical support and alleged the issue had been resolved.